Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection, functional testing, and microscopic inspection were performed on the device. During the functional testing, it was identified that the top y site failed to flow caused by a block in the clear-link fluid path. Additionally, the top y site was also visually inspected under the microscope for further confirmation. Based on the finding, the reported no flow problem was verified. The direct cause of the block in the clear-link fluid pathway was undetermined with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needleless port of a clearlink continu-flo solution set would not flush. This occurred during infusion with an unknown medication. The reporter stated that the set had been primed without any issues, and that the set was not noted to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.